Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Investigation summary: it was reported by the distributor that the needles are blunt and clogged. To aid in the investigation, three hundred fifteen samples were received for evaluation by our quality team. Fifteen samples came in a plastic bag and three hundred in three shelf boxes with one hundred units each. A visual inspection was performed to the fifteen samples and to thirty-two randomly selected samples from the remaining three hundred. No defects or imperfections were observed. There was no damage. The bevels and etch were good. There was no defective grind or hooks observed. Each sample was then connected to a syringe with saline solution and all samples expelled the solution with normal flow. A device history record review was completed for provided material number 305106, lot number 9350583. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defects. It could be possible that while passing the needle through the stopper vial the needle got clogged with the stopper material. During the manufacturing process a vision system is inspecting 100% all the products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 bd precisionglide¿ needles experienced clogged/blocked needles. The following information was provided by the initial reporter: material no.: 305106 batch no.: 9350583. It was reported by the distributor that the needles are blunt and clogged.